Event description:
It was reported by the sales representative that "5 out of 6 clips from an expired boat of clips were used on a patient during a radical nephrectomy. The boat was in a box of good clips and was placed there mistakenly during a demo of the product the week prior. Hospital is aware and conducting an investigation. Nurse did not check the lot of the boat when opening it but realized it upon recording the lot number. There was no patient complication and case went normal otherwise. Surgeon was made aware after the case". Additional information states that "no consequences were reported or noticed by staff or surgeon during case. Clips worked as intended with no issues". The information received further states "the surgeon explicitly stated to teleflex personnel that she did not have any issues with the clips during the surgery and she did not express concerns about the functionality or integrity of the clips".

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported by the sales representative that "5 out of 6 clips from an expired boat of clips were used on a patient during a radical nephrectomy. The boat was in a box of good clips and was placed there mistakenly during a demo of the product the week prior. Hospital is aware and conducting an investigation. Nurse did not check the lot of the boat when opening it but realized it upon recording the lot number. There was no patient complication and case went normal otherwise. Surgeon was made aware after the case". Additional information states that "no consequences were reported or noticed by staff or surgeon during case. Clips worked as intended with no issues". The information received further states "the surgeon explicitly stated to teleflex personnel that she did not have any issues with the clips during the surgery and she did not express concerns about the functionality or integrity of the clips".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.